Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm and battery out limit from the insulin pump. The customer's blood glucose reading was 324 mg/dl. The customer removed the battery in the pump and received battery out limit. The customer was unsure if the drive support cap is protruded, loose, sticking out or flushed. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will not be returned for analysis.